Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg are defective. This was discovered during use. The following information was provided by the initial reporter: I would like to talk to you about a problem that our clinical services are facing at the moment. It seems that the tubes are defective. Yesterday, (B)(6)2019 these tubes have a much higher coagulation rate than the one usually encountered. These are different batches already used previously without any particular difficulty. We are alarmed because these are different lots and because it affects several services.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg are defective. This was discovered during use. The following information was provided by the initial reporter: I would like to talk to you about a problem that our clinical services are facing at the moment. It seems that the tubes are defective. Yesterday, (B)(6) 2019 these tubes have a much higher coagulation rate than the one usually encountered. These are different batches already used previously without any particular difficulty. We are alarmed because these are different lots and because it affects several services.